Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. As the customer did not provide a lot number, a manufacturing record review and testing on reserve sample from the same lot could not be performed. Further investigation is not possible at this time. Based on the information available, there is no indication of a product deficiency. A CAPA, CAPA-(B)(4), has been opened to address the late documentation of this complaint.

Event description:
The customer alleged receiving five instances of false positive cocaine results using an unspecified urine drug test. The patients admitted to using "bonsai drug" only. No additional information was provided.